Event description:
Pt. Had surgery to place a gastrostomy tube and was discharged. While at home, the pt's tube became loose. A different doctor at a different hospital replaced the initial tube with the MFR's product. 13 days later, pt was admitted to original hospital in an unconscious state and was diagnosed with peritonitis secondary to leakage of the gastrostomy tube. Physician performed an expoloratory laparotomy with peritoneal lavage 3x and revision of the gastrostomy. Pt received tpn, dopamine, antibiotic and antifungal. Physician checked the tube by inflating it with air and found a leak. Pt expired. Physician attributed the cause of death to the tube leak.